Event description:
The customer reported that the reservoir had air bubbles. Troubleshooting was done. Customer's blood glucose was 212 mg/dl. The customer was assisted in removing the air bubbles after set changed and advised the customer to monitor the issue. Customer declined to do troubleshooting for high blood glucose. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.